Manufacturer narrative:
(B)(4). Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. The retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips have also been further evaluated by product analysis and the vial was found to have been exposed to moisture. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Alert date should have been 11/10/2015. In addition, the evaluation code for the device history record (DHR) was omitted from the previous submission. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The reporter stated that the alleged inaccuracy began on (B)(6) 2015, 12:06 pm. The reporter claimed the patient attended hospital on an unknown date/time prior to the reported issue with symptoms of ¿lethargic, sweaty, dizzy and unresponsive.¿ the patient had obtained an alleged inaccurate high blood glucose result of ¿269mg/dl¿ on the subject meter compared to ¿165mg/dl¿ on a hospital meter(nova bio medical), performed within 30 minutes of each other. She denied that the patient uses any medications to manage her diabetes and was unable or unwilling to answer if she made any changes to her usual diabetes management routine as a result of the alleged product issue. On (B)(6) 2015, 12:06 pm, the reporter detailed that the patient obtained a blood glucose result of ¿28mg/dl¿ on the hospital meter and was treated by a health care professional (hcp) with IV glucose. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the sample was taken from an approved sample site. Cca noted that the test strips were stored correctly and not expired and that the test vial was intact. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the reporter for patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.